Event description:
It was reported that while changing a freestyle libre 3 plus sensor, the sensor failed to connect to the ilet and subsequently displayed a bad sensor error, after which the user was educated to run the ilet in bg run mode and dosing resumed based on entered bg. Symptoms included hyperglycemia with a reported maximum of 360 mg/dl, nausea, and vomiting. Outcomes included prolonged elevated glucose for approximately 12 hours, user administration of subcutaneous insulin via pen as back-up therapy, and no medical intervention or hospitalization. Investigation included troubleshooting and education, including attempts to reconnect the cgm through new scan and calibration that indicated the sensor was bad. Investigation of this case revealed a cgm pairing failure requiring replacement of the cgm sensor, with ilet functionality maintained via bg run mode. It was concluded, based on previously established findings for similar reports, that the cause was a faulty cgm sensor leading to loss of sensor data and subsequent hyperglycemia.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.